Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three months post implant the right ventricular (rv) lead¿s threshold increased, there was low sensing as the r-waves dropped significantly and the rv coil impedance and pacing impedance also slightly dropped. It was noted that an alert was triggered for low pacing impedances and that the threshold initially had a slight and gradual increase then later had a sudden jump. There was an alert triggered for high rv threshold. Additionally, it was noted that the r-wave amplitude trend indicates a sudden drop in r-wave sensing values around the same time that the rv threshold shows the sudden jump. There were several non-sustained episodes and sensing integrity counter (sic) events recorded but not every day. An x-ray was taken and it was found that the rv lead had dislodged. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was decreasing, the pacing capture threshold in the right ventricle was elevated, the pacing capture threshold in the right ventricle was rising, and indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.